Event description:
It was reported that the pump's clock was inaccurate. It was also reported that the pt's basal delivery rates were inaccurate due to the pump's clock and that the pt subsequently experienced low blood glucose levels, which were treated by the pt's mother. There was no further medical intervention and no mention of symptoms or injury.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.